Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred per pump history. Reportedly, the customer does not recall receiving the alarm. Customer's blood glucose level was not impacted. The customer reportedly was using manual injections.